Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaints reported with the item. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device remains implanted.

Event description:
It was reported the patient underwent initial right total hip arthroplasty performed on (B)(6) 2021. One week postop, the patient developed pneumonia and was hospitalized for one week. Two weeks later, the patient developed a dvt and was treated in the hospital overnight. By the one month visit, the patient reported high satisfaction with only slight pain and problems.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay a correction. The correct lot number has been identified: lot #2983186. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent initial right total hip arthroplasty performed (B)(6) 2021. One week postop, the patient developed pneumonia and was hospitalized for one week. Two weeks later, the patient developed a dvt and was treated in the hospital overnight. By the one month visit, the patient reported high satisfaction with only slight pain and problems.

Manufacturer narrative:
(B)(4). Initial report: implant remains implanted. Associated products: medical product: g7 pps ltd acet shell 50d, catalog #: 010000662, lot #: 7001780. Medical product: g7 neutral arcomxl lnr 32mm d, catalog #: 010000731, lot #: 6628977. Medical product: tprlc xr fp type1 pps 7x134mm, catalog #: 51-102070, lot #: 6945473. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent initial right total hip arthroplasty performed (B)(6) 2021. One week postop, the patient developed pneumonia and was hospitalized for one week. Two weeks later, the patient developed a dvt and was treated in the hospital overnight. By the one month visit, the patient reported high satisfaction with only slight pain and problems.